Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv0964 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (recv0964) have been reported from the same facility.

Event description:
It was reported that PICC line unable to be removed at the bedside, PICC placed in the right basilic vein, resistance met after 15-20cms removed, bedside team attempted warm compresses, relaxation (walking, normal activities, etc), cxr confirmed tip in axila and no knots or loops in line, pt referred to ir, no harm to patient, line remained patent during entire dwell time, no cath flo, on ancef, no additional line needed. Line successfully removed in ir with a wire inserted in the single lumen. Pt was exposed to fluro during ir removal. Dr. In special procedures removed line without complication or sedation, patient and parents expressed anxiety during timeframe. No other information was provided.